Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of the light blue bd sodium citrate tubes were underfilling and they had to be recollected. No report of adverse or injury.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were visually inspected and 10 retention samples were evaluated by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of the light blue bd sodium citrate tubes were underfilling and they had to be recollected. No report of adverse or injury.